Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent emergent treatment of a pre-existing ruptured thoracic aortic aneurysm with two conformable gore® tag® thoracic endoprostheses.

Event description:
On (B)(6) 2014, the patient underwent emergent treatment of a pre-existing ruptured thoracic aortic aneurysm with two conformable gore® tag® thoracic endoprostheses. It was reported both devices were successfully implanted without issue. Upon removal of the gore® tag® thoracic endoprostheses (tgu373715) delivery catheter it was reported the leading olive became caught on a previously implanted self expanding bare metal stent within the left common iliac artery. Reportedly, the stent had become ¿mangled¿ due to the insertion of the guidewire within the metal structure. It was reported the leading olive had completely separated from the catheter and became lodged within the wire structure of the stent. An attempt was made to remove the olive with a retrieval kit but this proved unsuccessful. Intra-operative angiography showed the olive was not occluding any vessels or devices and was not free floating; therefore, the decision was made to leave the olive entangled within the stent. The procedure was concluded without further issue and the patient tolerated the procedure.